Event description:
During use for cardiopulmonary bypass, the pressure sensor display drifted over time. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.